Event description:
Facility called about end user lift, stating that they were notified today that the lock nut is missing that attaches the swivel bar to the boom. No other information provided.

Manufacturer narrative:
Additional information will be added as it becomes available.